Event description:
It was reported the printer does not work properly, slow and intermittent printing. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported printer issue. Analysis found a new stylus is not aligned with the arrow on the programmer due to the overlay bezel assembly being out of calibration. It is noted the stylus was missing when the programmer was received. Analysis also found the floppy disk drive is not working (damaged). Concomitant products: product ID 2067l rf (radio frequency) head. (B)(4).